Manufacturer narrative:
Qc and system check data not available during troubleshooting the unit the accutni reagent pack was found loaded in the incorrect storage carousel. A repeat qc run results were higher. User error is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously low accutni results generated by access 2 immunoassay analyzer. The samples were repeated on the same unit and same low results were obtained. The erroneous results were reported out of the laboratory. No report of injury that required medical intervention or change to patient treatment is associated with this event.